Event description:
Reporter indicated that a vns patient was experiencing painful stimulation. It was reported that the patient felt a "shocking" sensation from his diaphragm to his chest and back. It was reported that the patient was "almost panting" and "trembling." It was then reported that the device was "stimulating erratically" and that after the patient swiped the magnet to initiate magnet modes stimulation, he would feel erratic stimulation. The patient then underwent generator replacement surgery in response to the events.